Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due to the supply bag disconnecting without falling. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice during use during dwell 1 of 5. The patient was connected. The baxter technical service representative (tsr) assisted the patient with clearing the alarm and ending therapy. The tsr explained the alarms meaning and reviewed the proper procedures per the user manual. The patient stated that the supply bag disconnected and caused the se. The tsr instructed the patient to discard the supplies and report the alarm to the nurse in the morning. The patient would finish therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the patient on (B)(6) 2011, regarding the reported se 2240. The patient stated they thought the bag disconnected because they did not tighten the bag onto the line well enough. The patient stated they have been using supplies from the same lot without issues. The patient stated they finished with manual supplies that night and went to the clinic the next day. The patient reported that the nurse gave them an unspecified antibiotic as a precautionary measure. The patient has been continuing therapy on the cycler successfully since then. There was no patient injury reported.